Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the nc trek rx, global, instructions for use, states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery. A 5.0x8mm nc trek balloon dilatation catheter (bdc) was successfully used for post-dilatation. The balloon was successfully deflated for removal; however, the bdc became stuck with the guiding catheter when withdrawing. An attempt to remove the bdc and guiding catheter as a unit was made, but it became stuck in the sheath. The bdc, guiding catheter, and sheath were all pulled out together. Access was regained and images confirmed the procedure was successful. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.